Event description:
A report was received that the patient had an infection at the lead site. Symptoms were drainage and redness at the site. The patient was prescribed antibiotics. The physician did not believe that the infection was device or procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.